Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device: part no.: 03.010.522 lot no.: l330708 manufacturing location: (B)(4). Release to warehouse date: 10.mar.2017. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: complaint summary: it was reported that during a procedure for hip arthroplasty on (B)(6) 2018, when the surgeon was trying to use the spiral combination hammer 500 grams, the hammer head got separated from the hammer shaft and the hammer head was launched in the air during a backswing. Flow: broken device condition: the hammer (part 03.010.522, lot l330708, mfg 10.mar.2017) was received at us cq broken at the weld. The weld was cracked through the entire circumference, leading to the breakage in to two pieces. The complaint condition was visually confirmed and consistent with the reported condition. The hammer was forwarded to the manufacturing site for a detailed investigation into the weld. The manufacturing site, umkirch reviewed the DHR and conducted a dimensional analysis. The investigator noted that the weld appeared irregular and the shaft diameter deviated from drawing. Additional actions were taken to address the issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure for hip arthroplasty on (B)(6) 2018, when the surgeon was trying to use the spiral combination hammer 500 grams, the hammer head got separated from the hammer shaft and the hammer head was launched in the air during a backswing. After inspection of the hammer, it had cracks in the weld holding the head of the hammer in place. No one in the room was injured during the course of this occurrence. Another hammer was used to complete the surgery. There was a delay of about a minute and the patient was stable after the surgery. This is report 1 of 1 for (B)(4).